Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing was leaking at site. Moroever, the infusion set was used on (B)(6) 2024. No further information available.